Manufacturer narrative:
A product investigation is in progress.

Event description:
String unraveling, device breakage. Case narrative: consumer reported via phone that tampon string is unraveling. No injury reported.

Event description:
String unraveling [device breakage]. Case narrative: consumer reported via phone that tampon string is unraveling. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.